Event description:
(B)(6) 2022 18:19:03 pst ice batch user (batch_ice) phone: (B)(6) complaint: (B)(6) complaint status: in process mdt initial contact: teodora drutu taken by: drutut2 inquired what led up to the complaint. Customer response: sensor signal not found loss of communication t/s per dop114-980. System model number: 640g. Transmitter model: gl3. Alarm(s) customer reports receiving: cannot find sensor signal. Event(s)/activity(ies) occurred before loss of communication began: no event. Xmtr ID is programmed into pump. Adv cust there are a few alerts that can occur while system is attempting to re-establish communication. Customer would not like to review alerts. Expl in order to determine possible cause of loss of communication, we will need to ask to disconnect transmitter from sensor and check a few other system behaviors. Adv to d/c the transmitter from the sensor and check connections. Customer states there is no damage to the connection bridge or pins. Adv to ensure pump is on the home screen and reconnect transmitter to sensor. Adv cust when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. Customer states the xmtr led blinked on and off. Adv to place xmtr on charger and charge xmtr for 1 minute, this will reset xmtr. Adv to d/c xmtr from charger and watch for green led blink on xmtr. Customer states the xmtr led blinked on and off when it was disconnected from the charger. Customer does not have a tester available. Adv to ensure pump is on the home screen and r/c xmtr to sensor. Adv cust when they connect their xmtr to their sensor to ensure that they keep them as flat as possible to avoid connecting at an angle. Customer states the xmtr led blinked when it was connected to the sensor. Adv to wait approximately 1 minute, though it may take up to 5 min, for the sensor connected alert. System started warm-up. Requested customer select start new sensor or reconnect sensor as needed. Explained system will enter warm up period and alarm when bg is required. Customer's outcome pertaining to the complaint: confirmed ship: nothing / return: nothing country: romania city: satu mare zip: 440122 input date: (B)(6) 2022 warranty start: 03/14/2022 warranty end: 03/13/2023 batch - gt8219322m.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.